Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of an adult female plaintiff in united states on 17-jun-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Shortly after undergoing the essure procedure, hysterosalpingogram test was performed and she was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, chronic fatigue, and excessive weight gain. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from several physicians but was unable to resolve her symptoms. On (B)(6) 2011, in an effort to determine the cause of her pain, an abdominal x-ray was performed and she was informed that her essure coils had perforated her fallopian tubes, migrated out of her fallopian tubes and were embedded in her abdomen wall. On (B)(6) 2011 she underwent surgery to remove her essure coils from her abdominal cavity. Follow-up received on 28-jun-2016 quality-safety evaluation of ptc: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure perforated her fallopian tubes, migrated out of her fallopian tubes, and embedded in abdomen wall. She underwent surgery to remove the essure coils from abdominal cavity, approximately 4 months after insertion. This event is listed in the reference safety information for essure. In the present case, no information regarding the insertion procedure was provided. The exact date of the perforation is unknown. Hysterosalpingogram performed shortly after insertion showed that her coils were properly placed. Three months after insertion, abdominal x-ray showed that her essure coils had perforated her fallopian tubes, migrated out of her fallopian tubes and were embedded in her abdomen wall. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Incident. Anticipated. Required intervention. This is a spontaneous case report received from a lawyer in the united states, on behalf of an adult female plaintiff in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Shortly after undergoing the essure procedure, hysterosalpingogram test was performed and she was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, chronic fatigue, and excessive weight gain. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from several physicians but was unable to resolve her symptoms. On (B)(6) 2011, in an effort to determine the cause of her pain, an abdominal x-ray was performed and she was informed that her essure coils had perforated her fallopian tubes, migrated out of her fallopian tubes and were embedded in her abdomen wall. On (B)(6) 2011 she underwent surgery to remove her essure coils from her abdominal cavity. Follow-up received on 28-jun-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.